Event description:
It was reported that the patient had symptoms of chest pain and test results showed effusion. It was suspected that the right atrial (ra) lead may have perforated the heart. The ra lead was revised and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5086mri implantable pacing lead (B)(6) 2013; a2dr01 implantable pulse generator (B)(6) 2013. (B)(4).